Event description:
Deployment of the two iliac leg grafts planned for placement in the left common iliac artery, landed short of the intended landing zone. Both grafts were deployed with the appropriate graft overlap, however, the preferred coverage in the vessel was not achieved. In order to extend the graft and land in the artery as intended, an iliac leg extension was deployed in the distal leg graft and extended appropriately. Coverage in the vessel was not provided that would maintain a secure seal in the event of aneurysm growth. The completion angiogram did not reveal any endoleak presence.